Event description:
It was reported that the customer's insulin pump turned off and the battery was removed and reinserted, but the display was blank. Then the caller changed the battery and the device had an error alarm. The blood glucose reading was 310mg/dl. Reviewed the alarm history and found several different alarms and the time clock was frozen. Further testing could not be performed because the buttons were unresponsive. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Mositure damage to the keypad traces noted during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No time change anomaly or frozen screen observed during testing. A scratched lcd window, cracked reservoir tube lip and cracked battery tube threads were also noted.